Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous right coronary artery. The patient presented with angina and angiogram revealed stenosis in the vessel. The 3.5x15mm xience alpine stent was implanted; however, an edge dissection was noted. An unspecified stent was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of dissection is listed in the xience alpine, everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.